Event description:
Nursing checked the patient controlled analgesia (pca) at the beginning of the shift. The pca was running correctly and no problems were noted. Nursing was checking pca levels at the end of the shift and realized that the medication level had barely moved. Nursing inspected the pump and realized that the pump malfunctioned. Nursing supervisor was called right away. She arrived to the floor and inspected the pump. She discovered that the screw that connects the medication to the line was threaded. Supervisor fixed this problem right away.what was the original intended procedure?no procedure.